Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 27 mm biocor valve was implanted. After the patient was transferred to the ICU, the patient was reported to have high venous pressure and was unable to be stabilized. The user suspected the valve ring was compromising the coronary sinus and elected to exchange the valve for a mechanical valve (model unknown). No patient consequences were reported. Additional information has been requested.

Event description:
On (B)(6) 2019, a 27mm biocor valve was implanted. After the patient was transferred to the ICU, the patient was reported to be hypotensive and the user suspected the valve ring was compromising the coronary sinus. The valve was exchanged for a mechanical valve (model unknown). No patient consequences were reported.

Manufacturer narrative:
The reported event of hypotension could not be confirmed. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.